Manufacturer narrative:
Two images were returned showing a drip chamber connected to a bag and a tube with air throughout the line. Additionally received one (1) used list #unknown primary plum set attached to an extension set and a transfer set. As received no damage or anomalies were observed. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted. The same test was repeated through the secondary port attaching the return mating devices to the secondary port. Again, no cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted. The set was additionally leak tested per specification. No leakage wad observed. The complaint of air gathering in line can be confirmed based on the returned image. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a tubing with unknown item and lot number. The report stated that they had a tubing issue. On the b line, they had a medication on a filtered secondary line. The medication was still on the initial infusion when the pump indicated air in line. When the nurse went to the pump the chamber of the fluid still had medication in it and there was a small amount in the bag, but the tubing from the bottom of the chamber to the pump only had air. Sample photos were provided. There was unknown patient involvement and unknown harm.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. E1 initial reporter phone number: (B)(6).